Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient was shocked by their stimulator while using an escalator. No interventions or outcome were reported regarding this event. Further follow-up is not possible at this time to obtain this information. But, if additional information is received, a follow-up report will be sent.